Event description:
The customer reported that the device ac mains light is not illuminated when plugged into ac power and the ac loss alert tone is sounding. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.